Event description:
It was reported that the customer experienced a high blood glucose (bg) level of 575 mg/dl and high ketone levels. The cause of the high bg was unknown. The infusion set and cartridge were changed to address bg level. Recommendation was made to discuss diabetes management with a health care professional.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.